Event description:
User facility alleged blood glucose results of 149 mg/dl and 87 mg/dl when tests were performed back-to-back on the inform system. No action, treatment, or serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.